Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that, due to insufficient defibrillation monitor discharge power, the device could not discharge normally during the patient rescue process. The patient died. Additional details have been requested.

Event description:
The customer reported that the device did not discharge normally during a resuscitation attempt. It was reported that the patient died, but the customer did not allege that the device was a factor in the patient's death. The customer reported that the device didn¿t deliver a shock during therapy. A philips field service engineer (fse) evaluated the device and could not reproduce the reported problem. No ECG strips or case events files were provided to philips for evaluation. Philips requested but did not receive additional information related to the event. The device passed all performance tests. The device was placed back into service at the customer site. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.